Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent was obtained on a vitros 5600 integrated system. A definitive assignable cause for the higher than expected troponin I result could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results a performance issue with vitros tropi es reagent cannot be ruled out as contributing to the event.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros troponin I patient result: 0.097 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory. No treatment was altered, stopped, or initiated as a result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).